Event description:
It was reported that the patient's pacemaker, right ventricular (rv) lead, and right atrial (ra) lead caused the patient pocket pain. It was also noted that their rv lead caused tricuspid valve regurgitation. The pacemaker, rv lead, and ra lead were all explanted. The patient's condition was unknown.

Manufacturer narrative:
The reported events were ¿lead caused the patient pocket pain¿ and ¿lead caused tricuspid valve regurgitation¿. As received, a complete stretched lead was returned in one piece. The helix was retracted and clogged with blood and tissue. Visual examination found two external abrasions 6.7 ¿ 6.9 cm from the connector pin breaching the outer insulation and exposing the outer coil proximal and distal to the suture sleeve tie down impression. The cause of the external insulation abrasions is consistent with friction to device can and friction to another device or feature of the patient anatomy. Electrical testing did not find any indication of conductor fractures; internal shorting was noted between conductors coils due to procedural damage. Visual inspection of the lead did not find any other anomalies except for procedural damage.